Manufacturer narrative:
The field service engineer (fse) was at the customer site and inspected the color gravity module (cgm) and found that it was the source for the leak. The leak was caused by a crack in the tube fitting at the cgm. The fse replaced the tubing to resolve the issue. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported that there was a fluid leak contained in the waste bin that consisted of a few drops in their ichem velocity automated urine chemistry system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. The customer was wearing personal protective equipment (ppe), there was no direct exposure of mucous membranes. There was no injury or medical attention required.